Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3093-28, lot# v214290, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient was not feeling stimulation, stopped feeling stimulation 8 to 10 months ago, and the patient was getting up 4 to 5 times a night. The patient always got up once a night but all of a sudden it changed to 5 times a night. The patient¿s healthcare professional had not checked the device. There was a problem with the patient programmer and it was not able to make an adjustment either with or without the antenna attached. Every time it was turned on it went to the screen to sync, and when it was pushed it tried to connect and then gave the poor communication screen. The programmer wouldn¿t work with either antenna. The patient last tried using the patient programmer a year ago. Analysis of the programmer showed no significant anomaly and the telemetry problem was unverified. The antenna jack was tarnished and the face plate was scratched. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.